Manufacturer narrative:
Product analysis: although no fault was found with the analyzer, manufacturer's analysis confirmed the customer comment that there was electrocardiogram (ECG) noise due to a loose connector on the link electronic module (lem) board of the programmer. The programmer was repaired and the programmer and analyzer were returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer showed noise. The analyzer was returned for service. There was no patient involvement.